Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon, and also found that the foreign material was a black fibrous substance possibly associated with the user handling. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine incoming inspection of the subject device for repair at the service department of olympus europa se & co. Kg (oekg), it was found that foreign material was protruding from the air/water nozzle. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus (B)(4). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that this phenomenon occurred because the silicon tube and packing of the peripheral device were broken and their fragments entered to the air/water channel and clogged inside the air/water nozzle. If additional information is received, this report will be supplemented.